Manufacturer narrative:
Ppae: (hemodynamic instability:): the cause of the injury was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
An eighty-year-old male was admitted for acute myocardial infarction with cardiogenic shock. An impella cp was inserted yet upgraded to an impella 5.5 the following day. During impella 5.5 placement and cp removal, bleeding occurred. The patient continued to deteriorate over the next days and after 7 days of support, the patient expired. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.